Event description:
It was reported via facility medwatch: "physician was placing a biliary tube for hepatic drainage. When he tried to remove the guide wire, it began to unravel. Once he got the "slinky" looking wire out of the pt, he had to start over, as the wire had also damaged the catheter. A new drainage tube was placed, and the pt was not injured." It was further reported that no detachment of either device was noted, and the delay due to the need to replace the catheter was minimal.